Manufacturer narrative:
Section h codes have been updated based on additional information. Health effect - impact code, f1905 has been added. F2301 was removed. This report reflects the most up to date coding. Clinical assessment: a 31-year-old patient from japan with acute myocardial infarction and cardiogenic shock underwent a clinical course involving a total of four implanted impella devices. Treatment began with an impella cp, which was escalated to an impella 5.5 as part of therapy escalation. After approximately 30 days of use, the pump was replaced with another impella 5.5 as a continuation of therapy after an ¿ao diastolic placement signal is low¿ alarm occurred and possible thrombosis was suspected. They switched the patient to another impella 5.5. After another month of support, an infection associated with the third device was reported and pump was replaced by another 5.5. The removed device was analyzed and showed a fungal infection and patient received medication. The replacement impella 5.5 successfully bridged the patient to lvad implantation, and the patient survived.

Manufacturer narrative:
Correction: d3 and h11 (investigation results) was inadvertently omitted on the initial manufacturer device report. Infection: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The pump was not returned for investigation. The root cause of the infection was unable to be determined due to insufficient clinical details.

Event description:
A japan complainant reported that a acute myocardial infarction/cardiogenic shock patient was on impella 5.5. It was reported that after closure, the left subclavian artery containing the original 5.5 was opened and the graft was trimmed as much as possible. The tip of the 5.5 and the end of the artificial blood vessel were submitted as specimens. (The cause is currently unknown.) However, fungus was identified, and antibiotics were initiated. The 5.5 was explanted as bridge to left ventricular assist device.